Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse smelled a burning odor coming from a homechoice device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection was performed with no issues noted. The device underwent functional testing, electrical safety testing, and a simulated therapy with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported burning smell was not found and the reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.